Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the host pc, hard drive which returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up because of the issue in host pc. The engineer replaced the host pc and reinstalled the software. After replacing host pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.